Manufacturer narrative:
H6: codes updated. Previously applied codes fdc d16 codes are no longer applicable. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Product analysis found that visually there was an orange brownish colored residue on the outside diameter of the outer tube. There were indentions in the chevrons on the proximal end of the inner hub when returned. The proximal outside diameter of the outer hub (locking area) shall be 0.340 ± 0.001 and the actual measurements were between 0.339 and 0.340 inches which was in specification. Functionally, the inner assembly spun freely by hand with no binding. The bur fit securely into a handpiece but while running in forward mode up to 12,000rpm the device ran erratically and did not stay secure in the handpiece while functioning. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that prior to usage, the burr was sound abnormal like high-pitched. There is no patient involved in this event. As per the device analysis, the bur fit securely into a handpiece but while running in forward mode up to 12,000rpm the device ran erratically and did not stay secure in the handpiece while functioning.